Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4, huge chiari network, on a patient with a previous mitral mechanical valve, and a iiib tricuspid valve. A first clip, a triclip xtw ((50221r2128), was inserted without issues. However, prior to grasping, difficulty with trajectory due to the chiari network occurred. The issue was solved by using the s/l knob, the f knob, and also advancing the catheter more in order to pass this chiari network. While attempting to deploy the clip, difficulty drawing the pin occurred. The pin was ultimately able to be drawn and the clip was deployed on the tricuspid valve. A second clip, a triclip xtw (50311r1114), was then inserted without issues. However, during gripper orientation, when checking which was the septal and the lateral gripper, before the grasping and before positioned in the right ventricle, a gripper actuation issue was observed. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. While outside the patient, the second clip was tested again for a gripper actuation issue, but the issue was unable to be resolved. A third clip, a triclip xt (41113r1022) was then inserted without issues and deployed on the tricuspid valve. However, after deployment of the xt clip, the xt clip partially detached from one leaflet and remained fully attached to the other leaflet (partial clip movement). To stabilize the partially moved clip, a fourth clip, a triclip xt was then prepared for use. Imaging was performed and confirmed that the tr had reduced, and therefore, a decision was made to not implant the fourth clip. The procedure was completed with two clips implanted, reducing tr to a grade of 1. It was noted that the implanted clips were stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning is related to procedural conditions (difficulty with trajectory due to chiari network). A cause for the reported clip deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.